Manufacturer narrative:
(B)(4). Date of initial report : 04/13/2016. Date of follow-up report #1 : 04/13/2016. Date of follow-up report #2: 06/29/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient had to be re-operated on after a laparoscopic colon resection. The patient's blood pressure had risen to 170 post-operatively and inter-abdominal bleeding was observed. The surgeon had to laparoscopically re-ligate a vein with sutures that the ligasure device was originally used on during the procedure. Blood loss was measured at 1500cc.

Manufacturer narrative:
(B)(4).